Event description:
It was reported that the patients spinal cord stimulator (scs) was no longer working as intended. It was also noted that the patient had a palpable hard spot at the site of the stimulator, which she suspects may be a residual hematoma. The patient underwent an explant procedure and was doing well postoperatively. The explanted device was not returned.

Event description:
It was reported that the patients spinal cord stimulator (scs) was no longer working, and she reports a palpable hard spot at the site of the stimulator, which she suspects may be a residual hematoma. The patient underwent an explant procedure and was doing well postoperatively. The explanted device was not returned.

Manufacturer narrative:
Correction to the initial MDR in block h6.